Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been implanted and switched on in (B)(6) 2017. After 3 months the patient did not have any auditory awareness. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation shows multiple wire fractures of the active electrode lead which most likely occurred during surgical intervention i.e. Initial or explantation surgeries. No other damages have been identified which could explain the reported problem. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery. As the patient was re-implanted with a different electrode type and a full insertion was achieved at implantation, it is assumed that an inadequate electrode selection was made during the initial implantation.

Event description:
The patient has been implanted and switched on in (B)(6) 2017. The recipient has not had any auditory awareness. There_s no medical indication related to abnormal cochlear. The patient has been re-implanted